Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced unspecified withdrawal symptoms. The patient's pump had a motor stall on (B) (6) 2009 and recovered the next day. A second motor stall occurred on (B) (6) 2010 and was noted in the event logs with no recorded recovery. All environmental conditions that could have contributed to the motor stall were ruled out. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.